Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that her stimulator works great and she did not know what she would do without it however every once and awhile the implantable neurostimulator (ins) will shut off and she will experience a return of symptoms specifically diarrhea. Patient reported the ins has shut off by itself 4 times and the first time this happened, patient was at a beach. Patient reported she did not have the patient programmer (pp) with her at the time of the first occurrence or the last occurrence, which happened yesterday when she was at the mall. There was no fall or trauma reported. Patient reported that when the ins shut off yesterday she was at a mall but was not near a security gate. Patient reported when she goes to check the ins status with the pp after the ins has shut off she will either see the poor communication screen or the screen asking her to turn the stimulator on. Patient then verifies that the ins is off and then turns the ins back on. Patient reported she has resolved the poor communication screen by turning the pp off and then back on again. Patient reported she knows she was turning the stim back on because she feels a "jolt" and was confirmed this "jolt" was a normal stimulation sensation and is not uncomfortable. Patient mentioned last night she had terrible pains in her stomach and had to go to the bathroom right away. Patient reported these pains are like a "rolling gas pain" she gets when she has diarrhea. Patient noted that when ins shut off last night she turned stim back on and her symptoms were gone. Patient services also recommended patient to keep diary or log of occurrences and what she was doing before ins turned off. Patient noted she has walked through security gates before without turning ins off. The patient indicators for use are for gastrointestinal/ pelvic floor. No further complications were reported/anticipated.